Manufacturer narrative:
Additional information: the gi bleed is reported under MFR#2916596-2020-01595.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The hm3 lvas IFU lists thrombus, peripheral thromboembolic events, and hemolysis as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended inr values. The IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU, as well as the patient handbook, describes all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Event date is estimated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had low flow alarms. The patient was admitted to hospital for evaluation and had rising lactate dehydrogenase and noted pi of 8-12. An echocardiogram performed on (B)(6) 2020 showed moderate right ventricle dilation, no mitral regurgitation with moderate tricuspid regurgitation. A CT scan showed peripheral thrombus with possible narrowing of the outflow tract. The proximal aspect of the outflow cannula showed minimal amount of turbulence. There was minimal narrowing, possible small amount of peripheral thrombus and no other narrowing. The patient was not anticoagulated due to gastrointestinal bleeding except for aspirin. Films reviewed by surgery team with no evidence of stenosis. No need for intervention at that time. Blood pressure was controlled and low flow alarms terminated.